Event description:
The patient was hospitalized in the intensive care unit for an unreported reason. Whilst in intensive care the attending nurse found precipitation in the pre and post dilution line during routine examination. No alarms were noted prior to the incidence. No adverse event was reported. The hospitalization was not prolonged due to the incident.

Manufacturer narrative:
(B)(4). No sample received for this particular complaint. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(6) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).